Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that the display wire insulation was pinched, but the wire insulation was not compromised, the keypad was contaminated, the encoder nuts were not torqued to specification and the knobs were contaminated. (B)(4).

Event description:
It was reported when you connect the external pulse generator (epg) to the cord stimulation, this would not be effectively stimulating according to their appreciation, once verified with laboratory egm (electrogram) screen. The device was returned. No patient complications were reported as a result of this event.